Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 39 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer stated that he was under a lot of stress at the time of the event. The customer changed the infusion set prior to the event because the insulin pump had alarmed no delivery. The self test passed. The customer declined to perform the displacement test at the time of the phone call. The customer stated that she has been experiencing low blood glucose levels in the morning. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.